Event description:
It was reported to philips that the device won't turn on. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the internal connections needed to be reseated. Upon conclusion of the evaluation, it was determined that the internal connections needed to be reseated. After the fse reseated the internal connections the reported issue was resolved. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.